Event description:
The customer reported that the insertion needle "did not retract" and that a "constant irritation" was felt for the duration of pod wear. Her bg levels ranged widely (58-336mg/dl) over the 15 hours that this pod was in operation. No product alarm was initiated. The pod was removed and replaced and will be returned for eval.

Manufacturer narrative:
The customer stated that the needle did not retract after firing. This indicates that the needle mechanism possibly malfunctioned due to a damaged component. Since the pod was not returned for eval, however, no malfunction can be confirmed. The omnipod user guide instructs users to "check the infusion site after insertion" to ensure proper placement. If labeling instructions were properly followed, the user would have noted the non-retracted needle (which would have been visible through the pod's viewing port) and have deactivated the device. The user guide also advises users to check their blood glucose levels frequently so they're able to react quickly and appropriately to any issues.